Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the vad coordinator requested a continuity test of the percutaneous lead due to observing speed drop and pump stops upon download of the system controller data. The continuity test was performed by the MFR's technical service person and the test passed. The pt at that point was being considered for a pump exchange. Add'l info received by the MFR advised that a pump exchange from one lvad to another lvad had taken place on (B)(6) 2012 and the pt is doing well.

Manufacturer narrative:
The MFR was advised that the explanted lvad pump will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.